Event description:
It was reported that the balloon on the catheter ruptured in situ. There were no pt complications.

Event description:
It was reported that the balloon on the catheter ruptured in situ. There were no pt complications.